Manufacturer narrative:
This product is registered as a combination product. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
An infection was identified of the left device pocket. The device and all leads were explanted. Then, the following day, a new ICD and leads were implanted on the right side. The patient was stable with no adverse consequences. Related manufacturer reference number: 2938836-2020-08048, 2938836-2020-08049.